Manufacturer narrative:
A follow-up repot will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator had a white screen. There was no patient involvement.